Manufacturer narrative:
D10: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6) 02-022-44-4012 - truliant tib imp psc insert sz 4, 12mm. (B)(6) 02-022-45-4035 - truliant tray, cem sz 4f/3.5t. (B)(6) 02-029-90-4300 - sterile packed short headed pin. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Subsequently, approximately one (1) month later, the patient became dizzy and fell while hyper flexing their knee and experienced a quadricep tendon rupture. As a result, the patient underwent a left knee revision including irrigation and debridement with poly exchange and repair to the quadricep tendon. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: b, g. Expiration date is unknown. The reason for the quad tendon damage reported cannot be conclusively determined but was likely the result of the reported fall. Patient-related conditions, surgical technique, and/or component design may also be contributing factors. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.